Manufacturer narrative:
The mountaineer h/h x-connector inner screw [product code: 1883-41-200, lot number: unknown] was returned for evaluation. Visual examination revealed that the threads of the inner screw were torn. DHR review could not be conducted as the lot number is unknown. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause for the inner screw threads tearing cannot be positively determined. A potential root cause may be inadvertently cross threading the inner screws upon insertion, leading to the threads of the inner screw becoming damaged during tightening attempts. No issues could have been identified during the manufacturing and release of this device as the lot number is unknown. No systemic trends were observed. Therefore this complaint file will be closed with no further action required.

Event description:
I had an incident that happened tuesday with mountaineer when dr. (B)(6) final tightened the outer nut it pulled the inner set screw out of the screw and tore the threads off of the inner set screw. We tried 4 other inner set screws and it happened every time. We then realized that the inner threads of the 12mm fa screw were ripped off as well. So we replaced the 12mm screw with a new one. Tried the process again. It still pulled the inner set screw out of the screw head. So we bailed on the cross link. We examined the inner threads of the 12mm screw and they seemed fine so we put in a regular set screw. The regular set screw worked fine.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.